Manufacturer narrative:
A complete lead was received for evaluation. The helix was found to be fully extended and clogged with dried blood or body fluid. After cleaning, the helix was able to retracted and extended within the allowable number of turns at the connector pin. The full helix extension was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts, and the visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 2938836-2016-15617. The right atrial and ventricular leads were dislodged due to twiddler's syndrome. The leads were explanted and replaced and the patient was stable.